Event description:
Customer reported receiving a reading of 208 mg/dl on his freestyle freedom meter that was higher than he felt and reported taking too much insulin as a result. Paramedics were called and they received a reading of 37 mg/dl on an unk brand of meter. It is unk what treatment was rendered by the paramedics. Customer additionally reported experiencing seizures in 2008, about 4 days later, about 7 days later,and the next day. The details of these events are unk.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. Please note: multiple attempts have been made to contact the customer to gather more info regarding this medical event, without success. Customer reported readings on two different meters. However, the details regarding these readings and their relationship to the medical event is unk.